Manufacturer narrative:
Other text: one unit was returned for investigation. Upon physical inspection, it was found that the complained issue could be duplicated. The failure resulted from loose and missing moisture trap adapter luer and nut connectors as result of trap over-torqueing. DHR review was done, no issues related to the original complaint were found.

Manufacturer narrative:
Other, other text: this remediation MDR was generated under protocol (B)(4) , as a result of warning letter cms# (B)(4). Please disregard the initial report submitted with the MFR number: 3012307300-2021-10545. The report was submitted in error., corrected data: corrected information provided in h10.

Event description:
It was reported that a smiths medical capnograph had a filter for moisture trap is stripped out. No patient involvement.